Event description:
It was reported that cgm displayed error 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed pump settings and operation, and error did not recur, with everything functioning normally after reset.